Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer hospitalized due to diabetic ketoacidosis and hyperglycemia on an unknown date. The customer's blood glucose level at the time of the incident 300 mg/dl. The customer was not using the sensor so the auto mode was not active at the time of the incident. Insulin pump was apparently not working. Customer had not been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.